Event description:
During the routine follow-up of the device involved in this report on (B)(6) 2007, the physician noticed that 33 non sustained episodes within the ventricular fibrillation rate zone have been recorded in the device memory. Sensitivity was decreased, and during (B)(6) 2007 follow-up, no new sustained episode had been recorded by the device since previous follow-up.

Manufacturer narrative:
On january 04, 2010. This event concerns a device that was manufactured and used outside the united states. Method: device follow-up files were analysed. (B)(4). Discussion: according to available data, the device operated as intended. Several oversensing episodes were recorded in the device memory until beginning of july; they were non sustained and did not trigger any therapy. Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. Because the phenomenon disappeared beginning of (B)(6), it could indicate that the ventricular sensitivity was reprogrammed at that time to 0.8 mv. In this case, it seems the ventricular sensitivity was reprogrammed, which contributes to eliminate the occurrence of the oversensed events.